Manufacturer narrative:
A ge service representative performed an on site investigation. The boot up failure could not be duplicated. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had an issue with the boot up. Also the cross arm handle was broken. No patient injury was reported.